Event description:
It was reported that one bmc steerable sheath was selected for being used, however, air ingress occurred when removing the wire and dilator and the air was observed in the syringe. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was discarded at the facility.